Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows, three maxcore devices, in that one device is severely bent and placed within the package, and the other two maxcore devices are captured in another investigation under the same pr. The remaining one device is captured in the related record. Based on the photo review, the identified bent can be confirmed. Therefore, the investigation is confirmed for the identified bent as severe bent was noted to the needle of the maxcore device and the investigation is inconclusive for the reported failure to fire as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the identified bent and reported failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required.section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(4) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal tissue density using the maxcore device. During the procedure, the outer cannula of the device allegedly failed to fire. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.